Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. D9: device availability d10: concomitant medical product: ilpc341u, certain low profile one-piece abutment 3.4mm(d) x 1mm(h) lot number unknown. - updated. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) ilpc341u, (certain low profile one-piece abutment 3.4mm(d) x 1mm(h)) for evaluation. Visual evaluation was performed. Fracture screw identified at the top of abutment. The investigation refers to the ilpc341u device history record (DHR) review was completed for the subject lot number 2120024770. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120024770 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: functional: fracture: screw. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was probably user caused therefore, based on the available information, a device malfunction has not occurred. Fracture screw identified at the top of abutment; however, the returned abutment was not fractured. The reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided, d4: additional device information: unknown / not provided, d10: concomitant medical product: ilpc441, certain¿ low profile abutment 4.1mm(d) x 1mm(h), lot: 2120019592, e1: reporter name: unknown / not provided, h4: device manufacturer date: unknown / not provided.

Event description:
Doctor reported screw fracture of two abutments despite of stressless fit and paying attention to torque.